Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the stylus and arrow on the screen were not aligning and unable to calibrate. As a result the overlay/bezel assembly was replaced and the stylus was calibrated. It was also noted that the stylus was missing. (B)(4).

Event description:
It was reported that pens were not able to be loaded. Two black pens were tried and actually had instructions open to assure and this was done correct but the programmer would not respond to either new pen. The programmer was returned for repair. No patient complications were reported as a result of this event.